Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing heart palpitations whenever she lies down. The emergency physician stated that it was coming from the scs stimulator. The patient was instructed to turn stimulator off.

Event description:
A report was received that the patient was experiencing heart palpitations whenever she lies down. The emergency physician stated that it was coming from the scs stimulator. The patient was instructed to turn stimulator off.

Manufacturer narrative:
Additional information was received that no further information could be obtained.